Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings.

Manufacturer narrative:
The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The IFU and patient manual outline the steps for handling and properly connecting power sources in order to prevent damage as well as instructions for routine inspection of the power connection ports on the controller. Per the precautionary statements: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. None of the components were returned for evaluation. Review of the manufacturing documentation confirmed that the associated devices met all requirements for release. The reported critical battery alarm was confirmed via review of the controller log files, which revealed multiple false critical battery alarms leading up to the reported event date. Controller logs revealed that only (B)(4) and were involved in reported critical battery alarms. The most likely root cause of the false critical battery alarms is a communication error between the controller and batteries. It is remote that this failure mode will result in serious injury. The manufacturer has opened an internal investigation to evaluate these types of issues. The root cause of the reported bent pins cannot be conclusively determined because the controller was not returned for visual inspection. Although a definitive root cause cannot be determined, it is possible that user interface related to power source connection/disconnection which is addressed in the labeling may have contributed. Controller/ (B)(4): method: actual device not evaluated; analysis of data log(s). Results: interoperability problem. Conclusion: device not returned; design deficiency battery / (B)(4): method: actual device not evaluated; analysis of data log(s). Results: interoperability problem. Conclusion: device not returned; design deficiency. Battery/ (B)(4): method: actual device not evaluated; analysis of data log(s). Results: interoperability problem. Conclusion: device not returned; design deficiency. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient presented with a bent pin in a controller and 2 batteries with inappropriate critical battery alarms. Log files sent. The controller was exchanged and 2 batteries were exchanged. The patient's condition after the exchange was not reported.